Manufacturer narrative:
Asp investigation summary: the investigation included a review of the device history record (DHR), trending of lot number, visual analysis, concomitant product analysis and system risk analysis (sra). DHR review could not be performed as the lot number is unavailable. Lot trending could not be performed as the lot number is unavailable. The sra indicates the risk associated with hazard of 'quality problem with no impact on safety is "low." The product was not returned; therefore, no visual analysis was performed. It is unlikely there was an issue with the concomitant sterrad nx as the cycle completed without error. The assignable cause of the issue could not be determined at this time. Multiple attempts to follow-up with the customer for additional information were unsuccessful. However, the customer stated they placed a tray within a metal tray which could have contributed to the ci tape not changing; and therefore, user error could have contributed to the issue. The customer has since switched to using aptimax trays in their sterrad and have had no further issues. The issue will continue to be tracked and trended.

Manufacturer narrative:
The customer switched to using aptimax trays and have had no further issues with the product. Brand name - the correct brand name is sterrad® sealsure chemical indicator tape. Common device - the correct common device is indicator, chemical. Catalog number - the correct catalog number is 14202.

Event description:
A customer reported the sterrad(tm) sealsure chemical indicator tape did not change color correctly after a completed sterrad(tm) nx cycle. The affected load was reprocessed. There was no report of infection, injury or harm to patient(s) associated with this issue. Although there is no report of patient injury or harm and no prior incidents have resulted in serious injury, advanced sterilization products (asp) has determined in this situation sterility cannot be assured. Therefore, as a matter of policy asp had decided to report all incidents of sterrad(tm) sealsure chemical indicator tape not changing color correctly.